Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump may not have delivered insulin. The blood glucose reading was 600 mg/dl. The customer's mother stated that the insulin pump caused the customer to have high blood glucose; according to the customer's doctor, the insulin pump was working but the blood glucose levels were continuing to rise. Unable to troubleshoot for the issue due to the customer not being present on the call with the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.